Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was observed to be difficult to position and exhibited high pacing impedance measurements in multiple locations. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported. The rv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.